Manufacturer narrative:
PMA/510(k) number = pre-amendment (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
A physician reported a flexor shuttle guiding sheath broke during percutaneous transluminal angioplasty and stenting of the superficial femoral artery (sfa). A contralateral approach was used. There was scarring and calcification on the iliac arteries. Patient demographics were not specified. Upon removal of the complaint device, it became lodged in the patient's anatomy. The physician was able to remove it with a lot of force and it was noted the tip had broken off of the outer lining so that the inner lining was exposed. The patient was taken to the operating room where a physician made a small incision in order to remove the sheath tip without adverse effect to the patient. The stenting procedure was successfully completed.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information b5: upon return of the complaint device to the manufacturer, it was observed that the device returned was actually a kcfw-6.0-18/38-45-rb-anl0-hc, rather than the initially reported ksaw-6.0-80-110-rb-shtl-hc. The area representative confirmed that the device returned, is indeed, the correct complaint device. During the examination, it was also found that the hub of the complaint device had also separated. (B)(4). This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Please see h10 for additional information received.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation a review of the dimensional verification, complaint history, device history record, instructions for use (IFU), quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the dilator was not returned. The proximal fitting was detached from the sheath and also not returned with the device. The sheath tubing was separated and connected by the exposed coiling. The proximal flare was torn and twisted from use, and thus impossible to accurately gauge. There was exposed coiling in the proximal flare. The separated proximal segment was 31.9cm long from the distal end of the flare. There was elongation in the tubing from 15.5cm to 31.9cm. The distal separation site on this segment had exposed coiling from 31.9cm and 41.5cm. The distal separated had possible hemostat marks at the separation site and was compressed on the proximal end. The tubing of the distal segment extended 41.5cm to 62.8cm from the distal end of the proximal flare. The distal tip of the device was present and intact containing biomatter. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted the only related complaint for this lot number was pr241879 ¿ same procedure, different failure mode. Furthermore, a review of the quality control procedures was conducted, and no gaps were discovered. Moreover, an IFU is provided with the device, which states ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ the precautions go on to address ¿in order to ensure device compatibility, choose a sheath size large enough to accommodate the maximum outer diameter of any devices that will be placed through the sheath. When inserting, manipulating, or withdrawing a device through the sheath, always maintain sheath position. All interventional or diagnostic instruments used with this product should move freely through the valve and sheath to avoid damage. When inserting, manipulating or withdrawing a device through the sheath, always maintain sheath position. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be traced to the device, but instead lies with the patient condition as "a lot" of scarring and calcification in the iliac arteries. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No patient/event details have been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: g5. This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.